Event description:
It was reported that the 9600 system had dark and grainy images. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.